Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device code (B)(4): off-label use (acd < 3.0mm). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -5.0 diopter into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a longer lens due to low vault and the problem was resolved. The cause of the event was unknown.